Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet pump after running out of insulin, disconnecting to shower, and then reconnecting; the user¿s blood glucose meter read 320 mg/dl and the ilet displayed high then 395 mg/dl, with no backup therapy used and no ketone testing or medical intervention. Symptoms included no reported clinical effects. Outcomes included continued monitoring at home without healthcare utilization or functional impairment. Investigation included complaint intake review and user troubleshooting and education. Investigation of this case revealed no device malfunction reported and an unclear cause, with potential contribution from insulin unavailability and temporary disconnection; device component not identified as failed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.